Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0555660v, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387s-40, lot # v006332, implanted: (B)(6) 2008, product type lead; product ID 748266, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient¿s programmer stopped working on ¿maybe thursday of last week.¿ the patient saw a ¿call your doctor¿ icon and a power on reset (por) condition for both implantable neurostimulators (ins). The patient could not remember if the por was an information or warning screen. The patient was assisted with the programmer and saw a poor communication screen when using it with the right ins. The patient was not using an antenna, so repositioned the programmer and synced again. He was able to connect and saw no por. The ins displayed the therapy screen noting that it was ¿on and ok.¿ the patient was unable to connect with the left ins and saw a poor communication screen. He mentioned that he had problems with connecting to both ins¿s since the prior thursday. He was not able to communicate with his ins¿s with either antenna. Upon return of the patient programmer analysis found the telemetry board was corroded. C300. Follow-up from the patient reported that he received assistance from his doctor or manufacturer representative and his concerns were resolved.